Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number and product code? Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned.

Event description:
It was reported that a patient underwent surgery of debridement and forearm skin laceration on (B)(6) 2021 and suture was used. The suture broke easily by slight pull. The procedure was completed with a new like device and there were no adverse patient consequences reported. Additional information has been requested.